Event description:
The customer reported that after performing a brachytherapy treatment on a pt using the xoft, 3-4 balloon applicator they noticed the balloon had deflated due to a small leak at the tip. No pt injury was reported. Balloon leak is an anticipated adverse event per the instructions for use.

Manufacturer narrative:
Balloon leak is an anticipated adverse event per the instructions for use. The balloon in this event was evaluated including a review of the DHR, visual inspection and functional testing. The investigation results revealed a small leak at the two seroma holes located in the distal tip. Additional functional testing of the balloon assembly resulted in damage to the device. No further testing is possible. No actions are planned by the manufacturer at this time however, we will continue to monitor for the reported condition. No pt harm was reported.